Manufacturer narrative:
No sample information was provided by the customer. No system issues were noted. A different reagent lot was sent to the customer. This is a reagent related issue. The issue was resolved by changing reagents lots.

Manufacturer narrative:
(B)(4)

Event description:
...

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results that were generated by the immage 800 immunochemistry system. No erroneous results were reported out of the laboratory. No specific results were provided by the customer, except that the results are reading 22, 23, and 24 lu/ml. It is not known whether samples were repeated with a different lot of reagent or method. Patient treatment was not affected in this event.